Manufacturer narrative:
The instrument operator indicated the daily maintenance had failed due to error code 5623 (ict reference solution not aspirated). The abbott technical service specialist observed that the ict aspiration was slow, so the ict tubing, ict syringe, and the ict module were flushed to address the issue. There was no additional troubleshooting noted at that time, therefore a single definitive likely cause could not be confirmed. The architect c16000, serial number (B)(6) was considered to be the likely cause for the decreased results. Review of all the information provided by the customer was reviewed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A ticket review of the architect c16000 did not identify any trends. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer provided reference range for sodium 135-145 mmol/l). (B)(6) 2024 sodium ((B)(6)) initial result was 111 mmol/l, repeat result was 137 mmol/l (B)(6) 2024 sodium ((B)(6)) initial result was 113.7 mmol/l, repeat result was 141.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer provided reference range for sodium (B)(6). 10-jan-2024 sodium (c1600663) initial result was (B)(6), repeat result was (B)(6). 23-jan-2024 sodium (c1600663) initial result was (B)(6), repeat result was (B)(6) no impact to patient management was reported.